Event description:
It was reported that cartridge did not fully snap into pump while pump was in case. There was no reported impact to the customer¿s blood glucose level. Technical support instructed customer to remove pump case, remove o-ring from pneumatic tap, clean area with alcohol wipe or lint-free cloth, follow on-screen instructions, and ensure cartridge clicked into place, but call disconnected before insulin delivery status was confirmed, and during follow-up customer declined further assistance and chose to monitor and contact technical support as needed.